Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis patient's nurse reported that the patient experienced fluid overload. The patient has not been hospitalized because she refuses to go to the hosp. Her son has been staying home from work to help her with manual therapy. The first time she had fluid overload was in (B)(6) 2016.

Manufacturer narrative:
The complaint device is unavailable for investigation as the serial number is unknown. All device history records (DHR) are reviewed and released according to ¿DHR review checklist & release procedure¿, p/n 500658; a device is not released if it does not meet requirements or is nonconforming.